Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and severely tortuous mid right coronary artery. The physician used a 8mm x 3.25mm quantum maverick mr balloon catheter to treat the lesion and the balloon ruptured at 13atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).